Manufacturer narrative:
The unit was received with a cracked case at the display window corners, a completely broken reservoir tube lip, and a missing reservoir tube lip o-ring. All of the buttons responded properly. There was no damage or moisture damage on the keypad assembly and no unlocked j2/lcd keypad connector.

Event description:
The customer called to report that after receiving a new insulin pump, the reservoir tube lip broke while screwing the reservoir onto the insulin pump. The customer's blood glucose reading was 125 mg/dl. The customer stated he saved the broken pieces to send back to medtronic. The customer was advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced, and to return his device back for analysis.